Manufacturer narrative:
(B) (4).

Event description:
The pt felt vibration in his left leg. The device was also shutting off by itself and the pt did not know why. Further info is being requested from the hcp.